Event description:
It was reported during a ptca/stent procedure, the guiding catheter was not coaxial with the ostium of the right coronary artery. While advancing the stent delivery system (sds), the guiding catheter position shifted greatly. The sds was withdrawn through the guiding catheter, which resulted in stent separation. The guide wire, sds and the guiding catheter were then removed from the body as a unit. Attempts to locate the stent were unsuccessful and the stent remains in the pt. Reportedly, there was no injury to the pt.